Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx closure device and delivery system (wds) was implanted on (B)(6) 2024. At the patient's 45-day follow up, it was found that the closure device had embolized to the descending aorta. The patient was asymptomatic and in stable condition. The patient was discharged home and retrieval of the device was completed on (B)(6) 2024. The closure device was retrieved percutaneously with the use of a non-boston scientific snare and a new closure device was implanted with no complications.